Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was observed that the device's screen was blank. The device's display board was replaced to address the issue. In addition of the above evaluation, the device's replaced tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly as a precaution due to minor contamination. The device's replaced internal battery door due to physical damage. The device's upgraded software to latest version. Unit passed final test.